Event description:
It was reported that the device's paddles were defective. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control provided customer with the part number and pricing on both paddle plates to be replaced. The customer later confirmed that after replacing the paddles, the unit recorded a test strip when the 200j test was performed. The problem was not with the defibrillator, but was with the paddles. The replaced paddles will not be returned to physio-control for eval. The root cause for the reported failure cannot be determined.